Event description:
It was reported that air ingress and bleed back occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, the physician noted a small amount of bleed back in the sheath. No air was noted during this aspiration. At the end of the procedure with the catheter still far into the sheath, the physician attempted to aspirate the sheath, and noted some air being pulled back into the syringe. The physician pulled the catheter and sheath out of the patient as one system. The procedure was completed successfully at this point. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the faradrive sheath was visually inspected. Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. Dissection of the handle cap and microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a minor leak path that contributed to a slow leakage. The reported event was confirmed through analysis.

Event description:
It was reported that air ingress and bleed back occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, the physician noted a small amount of bleed back in the sheath. No air was noted during this aspiration. At the end of the procedure with the catheter still far into the sheath, the physician attempted to aspirate the sheath, and noted some air being pulled back into the syringe. The physician pulled the catheter and sheath out of the patient as one system. The procedure was completed successfully at this point. No patient complications were reported. The device has been received at boston scientific's post market laboratory.